Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was turned off without reason nor alarm. Customer's blood glucose level was unknown. Customer reported that even after battery change insulin pump was not turning on. The insulin pump will not be returned for analysis.